Event description:
Serious injury.

Manufacturer narrative:
(B)(4). Device eval: the suspect device was not returned for eval. The reporter did return the remaining unopened- unused from the same lot as the suspect device; no abnormalities were found. The sterility records for the lot were examined, the sterile load was normal and no anomalies were found. (B)(4). There was no device failure detected and product within specifications.